Manufacturer narrative:
The customer reported a complaint that the autopulse platform (B)(4) displayed user advisory (ua)45 (not at "home" position after power-on/restart) was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed one of the screws for the load plate was missing. A new screw will be installed on the load plate to address the observed issue. The root cause was likely attributed to an aging device. The autopulse platform was manufactured in december 2011 and is 11 years old, well past its expected serviceable life of 5 years. The archive data indicated several ua45 error messages on and around the customer reported event date; thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to the ua45 error message displayed upon powering on, and the driveshaft was rotated to the home position to address the ua45 error. Thus, confirming the reported complaint. Upon further testing, unrelated to the reported complaint, the drive train motor brake gap was out of specification, likely due to an aging device. The brake gap needs to be adjusted to manufacturing specification to remedy the observed issue. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with (B)(4)

Event description:
During shift check, the autopulse platform (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on. The user attempted to clear the error message by pulling up the lifeband, but the error message could not be cleared. No patient involvement.